Event description:
Boston scientific crm received information that this local representative contacted boston scientific's medical records department to report that this patient was presented to the ep lab for an invasive assessment of the device due to a possible set screw issue. The reported clinical observations were electrogram noise associated with oversensing and pacing inhibition.

Manufacturer narrative:
The pocket was opened, terminal pins removed and cleaned. The terminal pins were re-inserted back into the header and the set screws were tightened and checked. Defibrillation threshold testing (dft) was done at least sensitivity and the induced arrhythmia was terminated with 21 joules. Subsequently, boston scientific received information that this clinic nurse contacted technical services in (B)(6) 2010 to report that following the invasive procedure another event occurred in october 2010 with pacing inhibition that lasted 2 seconds. The nonphysiologic signals were sensed as fast beats but no inappropriate shock was delivered. During this in-clinic follow-up, there were some low level electrogram noise on the real-time electrogram but no oversensing was identified. The clinic nurse reported that the clinical observation of noise could not be recreated with patient isometrics. Technical services suggested have the patient bear down while the device's tachycardia mode was in monitor only. Electrogram noise was present, however, no oversensing occurred. The ventricular sensitivity floor was reprogrammed to least and the valsalva test (as mentioned previously) was completed. The electrogram noise was still present but the amplitude of the signal was diminished. The patient reported that the device had migrated. However, the lead diagnostic measurements were normal and stable. Technical services discussed the option of permanently reprogramming the ventricular sensitivity floor to least since the device had been tested at least during defibrillation threshold testing (dft). Additionally, technical services suggested a chest xray based on the patient comment about device migration. Technical services suspected that the recent clinical observation is related to oversensing of diaphragmatic myopotentials. The clinic nurse planned to permanently reprogram the ventricular sensitivity floor to least and will reschedule the patient for an in-clinic follow-up in one month.